Event description:
This report was received from (B)(4) and is a spontaneous by a consumer in (B)(6) of peritonitis in a patient subsequent to receiving dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient began treatment with reflin 1 g/daily, ip, and tobramycin 40 mg, every 5th day, ip. No further information was reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The peritonitis was not confirmed. The cause of the peritonitis was no device malfunction or use error identified.